Event description:
It was reported that shaft break occurred. The patient presented with an acute myocardial infarction and underwent percutaneous coronary intervention. The 75% stenosed target lesion with a curved shape was located in the severely tortuous and severely calcified right coronary artery. Pre-dilatation was performed with a 2.5mm non-boston scientific balloon catheter resulting to a 50% residual stenosis. Following pre-dilatation, a 2.50 x 28mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. In addition, there was a rugged sensation of calcification, and when the stent was checked outside the body, the distal portion of the stent was slightly rolled up. Separation on the stent and shaft was also observed. The procedure was not completed due to same device unavailable. There were no patient complications nor injuries reported and the patient appeared to be in good health.